Event description:
The customer obtained a non-reproducible, lower than expected vitros trop I es patient result for a single patient sample (sample result = 0.393 ng/ml) while using a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es result was not reported from the laboratory to a clinician as the user identified the unexpected result prior to reporting. The customer repeated the affected patient sample (repeat sample result = 0.009 ng/ml), and the repeat result was considered to be correct. There were no allegations of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros eci analyzer or the vitros trop I es reagent had malfunctioned.